Event description:
It was reported that following a coronary artery stenting treatment procedure the patient experienced a stent thrombosis. The lesion being treated was located in the left anterior descending artery. The physician implanted an ion paclitaxel-eluting platinum chromium coronary stent of unknown size. 3 days later the patient experienced a thrombosis. Treatment is unknown, however, the patient status was listed as fine.

Manufacturer narrative:
Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).